Manufacturer narrative:
A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The returned instrument was received with the protection sleeve in its tyvek pouch. The tyvek pouch displayed the relevant lot information. A visual inspection of the instrument did not reveal any apparent abnormalities. Electrical resistance measurements confirmed that there were no contact issues, indicating that the product functioned as intended. The reported customer complaint could not be replicated during the evaluation and is therefore not confirmed. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned instrument met specifications for tests performed in relation to the reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before vitrectomy surgery, the electrocautery function of an ophthalmic diathermy probe was not working. The procedure was completed on the same day, and no patient harm was reported.